Event description:
Report for device #1 of 2 received of a tubing set leaking while in use with a pt, resulting in damage to the pump. The reporter stated that the tubing leak occurred twice with tubing sets from two different lots. The reporter was unable to identify which tubing set was in use when the pump was damaged from the leak. The homecare pt was receiving antibiotic therapy with the drug ancef at an unspecified dose and rate. It was reported that the pt discovered the tubing set had leaked upon walking and finding the clothing wet. It was unknown by the reproted that the pt missed the dose due to the extent of the leak. There was no reported pt harm or adverse pt effect. Although requested, no add'l info was provided.